Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 174 mg/dl. Upon troubleshooting, it was found that the display did not return. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion found on the liquid crystal display circuit board. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.